Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was not working properly. During in-house engineering evaluation, it was discovered that the device failed for vibration. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn and damaged bearings from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.